Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture implant"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device expulsion ("migration of essure device : location of device -uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch nos. A47946 valid and a89936 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. Concomitant products included amlodipine (norvasc), bupropion (wellbutrin), desvenlafaxine succinate (pristiq), diphenhydramine hydrochloride (benadryl), hydrocodone, ibuprofen, ketorolac tromethamine (toradol), lisinopril, metformin, naloxone hydrochloride (narcan), omeprazole, ondansetron (zofran), propranolol and trazodone. In (B)(6) 2013, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge. On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on (B)(6) 2013. On the same day, the patient experienced pruritus ("pruritis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, dyspareunia and pruritus outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.612 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received : event device dislocation is updated to device expulsion, event added: pruritis. Concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device breakage ("fracture implant") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch nos. A47946 valid and a89936 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on (B)(6) 2013. On an unknown date, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual)"). The patient was treated with surgery (bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on 14-aug-2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on 14aug2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage quality-safety evaluation of ptc: lot number a47946 is valid , lot number a89936 is invalid further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: it was clarified that only lot number a89936 is invalid, lot number a47946 is valid, evaluation will follow incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage fracture implant"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device expulsion ("migration of essure device : location of device -uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. A47946 valid,a89936 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no/ did you undergo an essure confirmation test? No". The patient's medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Current weight 210 lbs. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. Concomitant products included amlodipine besilate (norvasc), bupropion hydrochloride (wellbutrin), desvenlafaxine succinate (pristiq), diphenhydramine hydrochloride, hydrocodone, ibuprofen, ketorolac tromethamine (toradol), lisinopril, metformin, naloxone hydrochloride (narcan), omeprazole, ondansetron (zofran), propranolol and trazodone. In (B)(6) 2013, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pruritus ("pruritis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), depression ("depression"), anxiety ("anxiety/ mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with aripiprazole (abilify), desvenlafaxine, duloxetine, duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and surgery ((total hysterectomy, bilateral salpingectomy, ablation, bilateral salpingectomy, hysterectomy (full), and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, dysmenorrhoea, vaginal infection, dyspareunia, pruritus, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.612 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage lot number: a47946 man date: 2012/09 exp date: 2015/09. Lot number: a89936 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. New events depression, mental anguish, abdominal pain were added. Outcome of vaginal haemorrhage, menorrhagia , pain updated to recovering / resolving. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture implant"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device expulsion ("migration of essure device: location of device -uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. A47946-valid/a89936-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. Concomitant products included amlodipine (norvasc), bupropion (wellbutrin), desvenlafaxine succinate (pristiq), diphenhydramine hydrochloride (benadryl), hydrocodone, ibuprofen, ketorolac tromethamine (toradol), lisinopril, metformin, naloxone hydrochloride (narcan), omeprazole, ondansetron (zofran), propranolol and trazodone. In (B)(6) 2013, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pruritus ("pruritis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy), surgery ((total hysterectomy, bilateral salpingectomy), surgery ((total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, dyspareunia and pruritus outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.612 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, genital hemorrhage. Lot number: a47946, man date: 2012/09, exp date: 2015/09. Lot number: a89936 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device breakage ("fracture implant") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. A47946-valid/a89936-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on (B)(6) 2013. On an unknown date, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual)"). The patient was treated with surgery (bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on 14aug2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain and heavy bleeding (seen as genital haemorrhage) and underwent a total hysterectomy about three years after essure insertion. During the procedure, one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium (embedded device). All events are anticipated in essure's reference safety information. The exact time point and mechanism of embedment are not known. However, considering its nature, event was considered related to the suspect insert. Even though device embedment could alternatively explain the pelvic pain occurrence, the pelvic pain may occur after essure insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur. Considering the positive temporal relationship, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. In addition, a non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fracture implant'), embedded device ('one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium'), device expulsion ('migration of essure device : location of device -uterus'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. A89936-inv,a47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no/ did you undergo an essure confirmation test? No". The patient's medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Current weight 210 lbs. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. Concomitant products included amlodipine besilate (norvasc), bupropion hydrochloride (wellbutrin), desvenlafaxine succinate (pristiq), diphenhydramine hydrochloride, hydrocodone, ibuprofen, ketorolac tromethamine (toradol), lisinopril, metformin, naloxone hydrochloride (narcan), omeprazole, ondansetron (zofran), propranolol and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pruritus ("pruritis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), depression ("depression"), anxiety ("anxiety/ mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with aripiprazole (abilify), desvenlafaxine, duloxetine, duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and surgery ((total hysterectomy, bilateral salpingectomy, ablation, bilateral salpingectomy, hysterectomy (full), and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, dysmenorrhoea, vaginal infection, dyspareunia, pruritus, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Patient received treatment for pain, bleeding, fracture and expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.612 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage lot number: a47946, man date: 2012/09, exp date: 2015/09 . Lot number: a89936 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fracture implant'), embedded device ('one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium'), device expulsion ('migration of essure device : location of device -uterus'), pelvic pain ('severe pelvic pain') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. A47946 valid,a89936 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no/ did you undergo an essure confirmation test? No". The patient's medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Current weight 210 lbs. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. Concomitant products included amlodipine besilate (norvasc), bupropion hydrochloride (wellbutrin), desvenlafaxine succinate (pristiq), diphenhydramine hydrochloride, hydrocodone, ibuprofen, ketorolac tromethamine (toradol), lisinopril, metformin, naloxone hydrochloride (narcan), omeprazole, ondansetron (zofran), propranolol and trazodone. In (B)(6) 2013, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pruritus ("pruritis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), depression ("depression"), anxiety ("anxiety/ mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with aripiprazole (abilify), desvenlafaxine, duloxetine, duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen) and surgery ((total hysterectomy, bilateral salpingectomy, ablation, bilateral salpingectomy, hysterectomy (full), and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, dysmenorrhoea, vaginal infection, dyspareunia, pruritus, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, pruritus, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on 14aug2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Patient received treatment for pain, bleeding, fracture and expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 130.612 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage lot number: a47946 man date: 2012/09 exp date: 2015/09. Lot number: a89936 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event " pain and bleeding" were updated as recovered. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium") and genital haemorrhage ("heavy bleeding ") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion medically significant), menstrual disorder ("issues with menstruation"), genital haemorrhage (seriousness criterion medically significant) and pain ("physical pain nos"). The patient was treated with surgery (total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, embedded device, menstrual disorder, genital haemorrhage and pain outcome was unknown. The reporter considered pelvic pain, embedded device, menstrual disorder, genital haemorrhage and pain to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. Company causality comment this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain and heavy bleeding (seen as genital haemorrhage) and underwent a total hysterectomy about three years after essure insertion. During the procedure, one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium (embedded device). All events are anticipated in essure's reference safety information. The exact time point and mechanism of embedment are not known. However, considering its nature, event was considered related to the suspect insert. Even though device embedment could alternatively explain the pelvic pain occurrence, the pelvic pain may occur after essure insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur. Considering the positive temporal relationship, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device breakage ("fracture implant") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch nos. A47946 invalid and a89936 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on (B)(6) 2013. On an unknown date, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual)"). The patient was treated with surgery (bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage quality-safety evaluation of ptc: lot numbers a47946,a89936 were considered invalid. Unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. A47946, a89936) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's previously administered products included for an unreported indication: eclipse and yasmin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), fungal infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual)") and device breakage ("fracture implant"). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, fungal infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, teh devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information added. Essure insertion date was updated to (B)(6) 2013 and removal date was updated to (B)(6) 2016. Lot number (a47946, a89936). Outcome of event after devices removal and an ablation procedure were mentioned by plaintiff. The following events were provided: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), yeast infection, migration of essure device, dyspareunia (painful sexual), vaginal discharge, failure to occlude (close) fallopian tube(s), weight gain, hair loss, and "essure confirmation test: no" . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), embedded device ("one of the essure devices was found partially out of the fallopian tube and embedded into the wall of the endometrium"), device breakage ("fracture implant") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. A47946, a89936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included gastric bypass, anxiety, asthma, depression, headache, migraine, cholecystectomy, sinus operation and tonsillectomy. Previously administered products included for an unreported indication: reclipsen and yasmin. Concurrent conditions included dysfunctional uterine bleeding, drug hypersensitivity, drug hypersensitivity and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("issues with menstruation"), pain ("physical pain nos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (vaginal)") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual)"). The patient was treated with surgery (bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, genital haemorrhage, weight increased, alopecia, nausea, cystitis, urinary tract infection, vulvovaginal mycotic infection, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: during the procedure, one of the essure devices was found partially out of the fallopian tube and protruding into the endometrial cavity and embedded into the wall of the endometrium. As per plaintiff fact sheet, the devices were removed on (B)(6) 2016 via bilateral salpingectomy. Shortly after removal, plaintiff`s pain decreased. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain , genital hemorrhage. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Case became medically confirmed. Concomitant conditions are added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.